Event description:
Pump is returned for multiple loss of prime warnings. Evaluation revealed damaged force sensor assembly. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(6). Correction number: 2531779-03/24/2010-003-r. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor assembly was found to be damaged.